Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/30/2024 it was reported by a sales representative via (B)(4) that an ar-1588tnt2 fibertag tightrope and an ar-1588tb-3ib tightrope abs tensioning strands broke at the button. This was discovered during the case. The case was delayed 30 minutes and another device was used to complete the case with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, including excessive force shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands. The complaint allegation was not confirmed, and no evidence of the failure was received.